Event description:
Intravenous (IV) pump alarmed, message screen stated there was a patient side occlusion. After repositioning and re-starting IV, pump continued to alarm. Upon removing tubing from pump, there was a large hard fluid filled bubble of tubing in the pump. New tubing was hung and patient was not harmed.we have had several instances of tubing bulging like this. The primary tubing is alaris and and baxter for extension tubing.